Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to low amplitude undersensing leading into t wave oversensing. The technical services (ts) was discussing troubleshooting options and found another inappropriate shock five years ago due to oversensing. This electrode remains in service. No adverse patient effects were reported.